Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments and overcorrecting for an elevated bg. Customer's bg was "low" per continuous glucose monitor readings and was addressed by consuming glucose tablets and carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.